Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and discovered the cartridge was not connected to the pump despite no alarms, consistent with an infusion set or cartridge connection issue and high glucose event. Symptoms included elevated blood glucose confirmed by fingerstick at 393 mg/dl. Outcomes included correction through troubleshooting and education with reconnection of the cartridge, and subsequent agent follow-up confirmed glucose levels were decreasing. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the cartridge connection had been deployed or attached incorrectly, resulting in interrupted insulin delivery. It was concluded that user technique led to the event and that reconnecting the cartridge resolved the issue.